Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
It was reported that the patient was seen in clinic and presented with signs and symptoms of being fluid overloaded, while the patient¿s cardiomems readings indicated they were within their threshold. The patient was admitted to the hospital and a right heart catheterization (rhc) was performed upon admission. A bedside recalibration via swan-ganz was completed on (B)(6) 2024, the sensor was recalibrated, and the mean was increased by 7 mmhg. Readings were observed under the manufacturer's patient care network database. On (B)(6) 2024, it was reported that another rhc was performed to confirm the validity of the pressure sensor readings. The provider felt the (B)(6) 2024 recalibration "wasn't in the right place." The sensor was recalibrated again, and the mean was decreased by 2 mmhg.